Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the partial lead was returned in segments, analyzed and the distal conductor fractured. It was noted that several conductors were distorted, there was blood/body fluid on several conductors (not obstructed), the inner insulation was kinked/buckled, the outer insulation was breached cut, there was a white substance on the outer insulation, the outer insulation had a cosmetic depression and there was blood in/on the helix mechanism. The analyst also noted that an apparent lead repair sleeve was returned with the lead but was not attached to the lead when it was received. The anchoring fixation site found not be determined.

Event description:
It was reported that the lead showed high resistance and apparent conductor fracture. The lead was explanted and replaced with another lead. No patient complications have been reported as a result of this event.